Event description:
This event occurred in the (B)(6), and was reported to biolytical laboratories (the MFR) by the national competent authority on (B)(6) 2015: a patient attended the (B)(6) clinic in (B)(6) on (B)(6) 2015 requesting confirmation of a (B)(6) test performed in the USA. The patient had a confirmatory serological (B)(6) performed by the (B)(6) lab, but requested a near-patient test be performed by the (B)(6) clinic. The clinic used the insti (B)(6) antibody test (ce marked, and FDA approved) and results were (B)(6). The results of the confirmatory serology test confirmed the patient was (B)(6). The adverse event was the (B)(6) insti (B)(6) antibody test result reported to the patient. The insti (B)(6) antibody test is distributed in the us, but the lot from this event was not distributed in the us.

Manufacturer narrative:
No product for this lot (1410bb0003) of the insti (B)(6) antibody test was distributed to the us. Investigation on lot 1410bb003: eighteen tests were conducted on (B)(6) whole blood samples and 5 tests on (B)(6) low positive controls totaling 23 tests. All testing with (B)(6) whole blood and (B)(6) lpc shows expected results; all results were (B)(6). A batch review was done and no issues were found. Results below. See attached batch review summary. No issues/comments/ failures on any of the qc testing results. No non conforming material reports found relating to finished kits or input components. No process deviations reports found relating to finished kits or input components. No issues/comments/ failures on match component/batch release panel testing.